Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:during investigation, the pump powered on with functional auditory and vibratory features to a display screen. There was evidence of moisture behind display lens. The attempt to download the pump history and black box was unsuccessful due internal moisture contamination. The initial complaint about a ¿temperature¿ issue could not be adequately investigated due to the inability complete current draw measurements and run the pump, internal moisture damage and the blank display screen. A ¿temperature" event was not duplicated during investigation. Additional evaluation codes: method codes (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.